Event description:
It was reported that the right ventricular (rv) lead exhibited low intrinsic amplitude out of range. Boston scientific technical services (ts) discussed possible premature ventricular contraction (pvc) or potential for under sensing if low. This lead remains in service. No adverse patient effects were reported.